Event description:
It was reported that a stair chair did not perform as intended while transporting a pt. No adverse consequence is alleged relative to the pt. An operator allegedly sustained a bruised tailbone when the chair's track allegedly did not catch on the stairs.

Manufacturer narrative:
Na